Manufacturer narrative:
The investigation of thrombus and positioning issues has been completed. As the necessary information was not provided, the root cause of the thrombus was not determined. The cause of the positioning issues most likely was patient movement since it occurred upon moving the patient over to new bed and changing sheets, suction alarmed with decoupling of waveforms. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26473. H.6 added health effect - impact code as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26473.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant had a impella cp pump support placed to support a patient admitted in with acute myocardial infarction and cardiogenic shock. The pump was supporting when there were positional alarms. The impella was shallow, impella in aorta alarm with inlet at the atrioventricular annulus. The device was repositioned under echocardiogram guidance. The team after 1 day of support made plan to escalate to the 5.5 pump but when taken to the operating room there was an observation made of left ventricle thrombosis. The pump remained on support for several days until successful escalation of the 5.5. The procedural outcome was the patient survived surgery.